Manufacturer narrative:
Per the clinic, the patient was treated with several courses of antibiotics (specific type, date and duration not reported). This report is submitted on june 20, 2024.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 24, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain/non-auditory sensations. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.